Manufacturer narrative:
Siemens local service engineer was dispatched to the concerned site to inspect the unit. The engineer was able to get the spot film device back on track and level. Investigation is on-going. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Luminos tf unit was damaged when the user tilted digital imaging tower (dit) onto a monitor cart. Due to the collision of the tower with the monitor cart, the guide rolls of the carriage went off the tracks and it was no longer possible to level the spot film device (sfd). There was no patient involvement in the reported case. There are no injuries attributed to this event.

Manufacturer narrative:
The reported event was investigated in detail. The investigation showed that the issue was caused by operator. When the operator tilted the table down, the dit (digital image tower) collided with a monitor cart. Due to this collision the guide rolls of the dit carriage were forced off the tracks and the sfd (spot film device) was no longer level. According to the information received the system was repaired by the local service organization and is fully operational again. It is in the responsibility of the operator to make sure that there are no objects in the way when the system is moved. This is also documented in the system operator manual (axd1-300.620.01.01.02, page 61). Since no system malfunction was identified the complaint is closed without further measures. Internal ID# (B)(4).